Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and cloudy pd effluent. The cause of the event was unknown. A day after the event onset date, the patient was hospitalized and was treated with vancomycin injection (1.5g, intraperitoneal, stat, discontinued on the same day), and ceftazidime injection (1g, intraperitoneal, once a day, ongoing) for the event. At the time of this report, the patient remained hospitalized and was recovering from peritonitis. Pd therapy was ongoing. No additional information is available.